Event description:
The customer who has some vision, reports the meter flashed a 94 mg/dl value, but the voice mate unit said his bg value was 168 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.